Event description:
It was reported that the patient experienced pain at the pocket site and loss of pain relief due to spinal cord stimulation (scs) lead had high impedances in one of the infinion lead. The patient underwent scs system replacement. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-50. Serial number: (B)(6). Batch/lot number: 7078214. Model/catalog description: infinion cx lead kit, 50cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2317-50. Serial number: (B)(6). Batch/lot number: 7078235. Model/catalog description: infinion cx lead kit, 50cm. Unique identifier (UDI) #: (B)(4).